Event description:
It was further reported the pt was enrolled in the program in 04/04. Target lesion 1 was identified in the proximal lad with 70% stenosis and a 3 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.0 x 20 mm taxus stent. Residual stenosis was 0%. There were no reported complications and the pt was discharged the next day. Per the admission summary date 06/2004, the pt was admitted to an outlying hospital in 06/2004 (the discharge summary states the pt was admitted in 06/2004) complaining of severe anterior chest pain. Pt ruled out for myocardial infarction but repeat coronary angiogrpahy revealed "significant stenosis in the ostium of the left anterior descending artery prior to the stent site." The pt was transferred to the enrolling institution for repeat pci. Two days later, the pt underwent cutting balloon angioplasty at the ostium of the lad. Following this, a 3.0 x 13 mm cypher stent was placed at the lad ostium, overlapping the taxus stent in the proximal lad. Balloon angioplasty was performed on the ramus during the procedure also. There were no reported complications and the pt was discharged the next day. Causality; relationship to taxus stent: probable.

Event description:
It was reported that 2 months after a coronary drug eluting stenting treatment procedure a target vessel reintervention was performed on the left anterior descending (lad) artery. Additional info has been requested.

Event description:
It was further reported that another target vessel reintervention was performed on the lad. Additional info has been requested.

Event description:
It was further reported that the pt presented in 10/2004 with recurrent angina and a positive treadmill test. Cardiac catheterization revealed: lmca - normal, lad - 50-60% stenosis of the proximal stent, ramus - ostial stenosis, lcx - normal, rca - normal, lvef = 60%. Cutting balloon angioplasty was performed in the lad stent. Ivus demonstrated resolution of the instent restenosis. The pt was discharged the next day on plavix and asa. In the opinion of the physician, the relationship of the event to the taxus stent is "probable."